Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose level of 19 mg/dl. The customer stated that she was in the hospital last week due to her sensor not reading correctly. The insulin pump was not replaced or returned for analysis.